Manufacturer narrative:
Continuation of medical devices: 407645 lead implanted: (B)(6) 2012; dtbb1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for low impedance. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.